Event description:
Procedure performed: unknown. Event description: a piece of the distal tip of the trocar was spotted in the patient's abdomen at the end of surgery. They removed the piece before closing. The hospital has the broken piece and the trocar. It was a clean break. It is unknown how the trocar was inserted. It is unknown if this trocar was used with a robot. It is unknown if there was an instrument inside of the cannula at the time of the incident. The lot number is unknown. The product is available for return. Intervention: completed case with the same trocar. Patient status: no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection of the event unit confirmed the complainant¿s experience of fragmentation. The septum, an internal rubber component of the seal, was fragmented. Based on the condition of the returned unit, it is likely that the septum fragmentation was caused by an asymmetrical instrument that was inserted through the seal subassembly in a non-axial manner. Applied medical¿s instructions for use (IFU) states, ¿extra care should be used when inserting angular and asymmetrical instruments, such as ¿j¿ hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing.¿. This event was initially reported based on the description of the event. However, based on the evaluation of the returned unit, applied medical determined that this event is not reportable as septum fragmentation is unlikely to cause or contribute to death or serious injury.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: unknown. Event description: a piece of the distal tip of the trocar was spotted in the patient's abdomen at the end of surgery. They removed the piece before closing. The hospital has the broken piece and the trocar. It was a clean break. It is unknown how the trocar was inserted. It is unknown if this trocar was used with a robot. It is unknown if there was an instrument inside of the cannula at the time of the incident. The lot number is unknown. The product is available for return. Intervention: completed case with the same trocar. Patient status: no patient injury.